Manufacturer narrative:
Additional information received that this lead was explanted and not capped. -

Manufacturer narrative:
Additional information received that this lead was explanted and not capped. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available x-ray image showed a constricted outer conductor coil of the lead, most likely in the area of the ligature. The provided data included the pacing threshold test measurement which was 2.6v @ 1.5 ms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that increased threshold with loss of capture was observed. The patient was admitted to emergency. The lead was capped. The patient received a new pacemaker and lead. Should additional information be received, this file will be updated.